Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: we received one set of the collection bag and filter (unit ID: (B)(6) and the following investigations were performed. We injected 570 ml of normal saline into the filter and observed a slow flow through the filter. The flow rate of normal saline was about 5 ml/min. Following rinsing the filter with normal saline, we disassembled the filter and confirmed that abnormalities such as detached and misaligned filter membranes were not observed in the filter. The number of filter membranes in the filter conformed to the specifications. We dyed the rinsed filter membranes with toluidine blue. It was confirmed that the second filter membrane from the inlet side of the filter was dyed darker with toluidine blue. In making the blood bags concerned (bb*lgq506a6), sealed bags are filled with solution, the line is assembled, and sterilized by automated equipment. These bags are stacked and placed into the blister packs by workers then the top film of each blister pack is heat-sealed. In making leukocyte reduction filters, filter membranes are punched, overlayed, and put in filter housings. These leucocyte reduction filters are then assembled into the products in the above-mentioned manufacturing process. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates of filter membranes. The membranes that have conformed to the standards are used in the assembling process. We reviewed the manufacturing process and the record of filter membrane manufacture. There were no equipment trouble/problems and we confirmed that the filter membranes conformed to all standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the lot number concerned (230616af) and confirmed that there were no anomalies in all release testing items. The product conformed to the specifications. Regarding the retained sample of the lot number concerned (230616af), three sets were visually inspected. We did not observe any abnormalities such as occluded tubing, and blocking. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, specifications have been set to control particulate removal rates and cationization levels of each filter membrane. The specifications of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the specifications are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the specifications. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. In addition, we measured the volume and concentration of the solution in the same manner as the release testing. We did not see any abnormalities, and the results conformed to our in-house specifications. Root cause: no abnormalities were observed in the manufacturing record or the testing and inspection record of the lot number concerned. In the above-mentioned investigations of the filter returned, normal saline flowed slowly through the filter, and the second filter membrane from the inlet side were dyed darker with toluidine blue; therefore, occlusion may have occurred in the filter media. When the filter media occluded, blood may have been filtered by the filter area which was smaller than usual, thus pressure was applied to the filter media and consequently leukocyte leakage was likely to occur.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional and corrected information per FDA request. Investigation: we received one set of the collection bag and filter (unit ID: (B)(6)) and the following investigations were performed. We injected 570 ml of normal saline into the filter and observed a slow flow through the filter. The flow rate of normal saline was about 5 ml/min. Following rinsing the filter with normal saline, we disassembled the filter and confirmed that abnormalities such as detached and misaligned filter membranes were not observed in the filter. The number of filter membranes in the filter conformed to the specifications. We dyed the rinsed filter membranes with toluidine blue. It was confirmed that the second filter membrane from the inlet side of the filter was dyed darker with toluidine blue. In making the blood bags concerned ((B)(6)), sealed bags are filled with solution, the line is assembled, and sterilized by automated equipment. These bags are stacked and placed into the blister packs by workers then the top film of each blister pack is heat-sealed. In making leukocyte reduction filters, filter membranes are punched, overlayed, and put in filter housings. These leucocyte reduction filters are then assembled into the products in the above-mentioned manufacturing process. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates of filter membranes. The membranes that have conformed to the standards are used in the assembling process. We reviewed the manufacturing process and the record of filter membrane manufacture. There were no equipment trouble/problems and we confirmed that the filter membranes conformed to all standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the lot number concerned (230616af) and confirmed that there were no anomalies in all release testing items. The product conformed to the specifications. Regarding the retained sample of the lot number concerned (230616af), three sets were visually inspected. We did not observe any abnormalities such as occluded tubing, and blocking. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, specifications have been set to control particulate removal rates and cationization levels of each filter membrane. The specifications of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the specifications are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the specifications. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. In addition, we measured the volume and concentration of the solution in the same manner as the release testing. We did not see any abnormalities, and the results conformed to our in-house specifications. Root cause: no abnormalities were observed in the manufacturing record or the testing and inspection record of the lot number concerned. In the above-mentioned investigations of the filter returned, normal saline flowed slowly through the filter, and the second filter membrane from the inlet side were dyed darker with toluidine blue; therefore, occlusion may have occurred in the filter media. When the filter media occluded, blood may have been filtered by the filter area which was smaller than usual, thus pressure was applied to the filter media and consequently leukocyte leakage was likely to occur.

Manufacturer narrative:
Investigation: we have not received the set returned from the customer. We therefore performed investigation based on the provided information. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, specifications have been set to control particulate removal rates and cationization levels of each filter membrane. The specifications of average cationization levels of laminated filter membranes have also been set and controlled. Only the filter media that have passed the specifications are incorporated into the housing. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the specifications. Regarding the retained sample of the lot number concerned, three sets were visually inspected. There were not any occlusions in tubing, blocking, or any abnormalities in their appearances. In addition, we measured the volume and concentration of the solution in the same manner as the release testing. We did not see any abnormalities, and the results conformed to our in-house specifications. Root cause: as mentioned above, abnormalities were not observed in the manufacturing process or the retained samples of the lot number concerned, and the product concerned was manufactured as usual; therefore, we were not able to identify the cause of the multiple occurrences of the issue. Leukoreduction failures are commonly caused by the following factors: the following blood properties or blood conditions on blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. Spurious counts and spurious results on wbc counts (spurious increase) platelet aggregates / large platelets nucleated red blood cells rbc resistant to lysis immunoglobulin lipids microorganisms / bacterial aggregates zandecki m, genevieve f, gerard j, godon a. Spurious counts and spurious results on haematology analyzers: a review. Part ii: white blood cells, red blood cells, hemoglobin, red cell indices and reticulocytes. International journal of laboratory hematology. 2007, 29, 21¿41, table 1. Where a physical stress on filter membranes is greater than what is expected, trapped white blood cells are pushed out of the filter membranes and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. In the filter concerned, when aggregation caused by blood components such as white blood cells or platelets, there is a possibility of filter media clogging. When clogging occurs in the filter, blood may be filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) accelerates, and then a leukoreduction failure may occur. For the prevention of formation of blood aggregation, please invert the collection bag several times as soon as possible after blood collection to ensure that the blood and anticoagulant are well-mixed as well as before filtration to evenly disperse the separated blood components.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #:(B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.